Manufacturer narrative:
Date sent to the FDA: 10/08/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/3/2022 additional information: a2

Manufacturer narrative:
Product complaint #: (B)(6).

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2021 during which the surgeon noted a general survey of the abdomen revealed incisional hernia defect as well as impacted old mesh. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.